Event description:
Vent alarmed "o2 valve stuck closed" while on pt. Pt o2 levels started to drop. Pt placed on trach collar while ventilator removed and new one secured. Pt suffered no adverse effects.